Event description:
It was reported that: "patient intubated on (B)(6) 2024. Tube was changed on (B)(6). Intubation tube markings erased after only 8 days. Nurse had to regularly mark the spot with a marker." There was no patient harm from this issue.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was returned. Visual inspection was conducted on the received sample. Based on the evaluation of the actual sample, half tube marking was erased. This happened at customer side after a long intubation times. However, the manufacturing site have conducted 100% visual inspection and light test before packing and before release product to customer, which such obvious defect will be rejected during manufacturing process. Based on investigation conducted, the defect mode of tube marking erased was matches with the complainant report. However, the manufacturing site have conducted 100% visual inspection and list test before packing and before release product to customer, which such obvious defect will be rejected during manufacturing process. The returned sample did not meet manufacturing release specification and the root cause of this was undetermined." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "patient intubated on (B)(6) 2024. Tube was changed on 04 april. Intubation tube markings erased after only 8 days. Nurse had to regularly mark the spot with a marker." There was no patient harm from this issue.